Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the pre-dilated distal right coronary artery (rca) with one xience v stent (2.5 x 12 mm), direct stenting in the mid rca with two xience v stents (2.5 x 28 mm and 3.0 x 18 mm), in the pre-dilated second obtuse marginal artery with one xience v stent (2.5 x 15 mm), and in the pre-dilated first diagonal artery with one xience v stent (2.5 x 28 mm). In (B)(6) 2009, the patient experienced exertional angina. The patient was found to have a (B)(6) study. The patient was started on nitroglycerin for the angina. On (B)(6) 2009, the patient had an angiogram that found in-stent restenosis in the rca requiring two additional drug eluting stents to be implanted to treat the restenosis. The patient was discharged on (B)(6) 2009. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The implanted date should have been (B)(6) 2008.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v: 2.5 x 28 mm, 3.0 x 18 mm. The stent remains in the patient. There was no reported product deficiency. The reported angina, ischemia and re-stenosis are listed in the product instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.